Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer found the tubing through pinch valve vl46 was leaking. The customer replaced the tuibing, which repaired the leak. The repairs were verified per established procedures. (B)(4).